Event description:
The co received a report where the customer claimed the unit did not provide an audio tone.

Manufacturer narrative:
The unit was requested back for investigation, but it has not yet been received.